Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. All connections and seals to co2 absorber assembly were cleaned and reseated. Airway gas module was calibrated. Also replaced the disposable absorbent canister. No patient information was available to date. (B)(4).

Event description:
The hospital reported an increase in high fico2 alarms. There was no report of patient injury.